Event description:
It was reported that the patient had a thin corneal flap and presented one day post-operatively with a flap dislocation of unknown onset. No patient injury occurred, and the necessary treatment was completed. The treating physician noted that the patient interface (pi) appeared to provide a tighter space as the cone descended into the suction ring. The physician also reported experiencing reflection and glare from the new pi during laser treatment. No additional information was provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section d4: lot #: unknown/not provided. Section d4: expiration date: unknown, as the serial number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h6 health effect - clinical code 4581: thin flap. Section h6 health effect - clinical code 4581: flap dislocation. Section h6 device code 3191: dissatisfaction. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. Device evaluation: field service engineer (fse) performed z-offset calibration and z-depth functional test using 3 new patient interfaces provided by the customer. System meets specifications on departure. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a2 age: 27, section a2 date of birth: (B)(6) 1998, section a3a. Sex: male, section a6. Race: white, section b3 date of event: (B)(6) 2025. Through follow up it was learned that the thin flap /flap dislocation occurred on patient's left eye. There was no medical or surgical intervention needed. Patient is doing fine with no issues. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.